Event description:
Pt is a 95 yr old who had a lead placed on 7/6/96. On 6/10/96 another new lead was placed along with a new generator. On 6/21/96 the pulse generator was replaced. Co is evaluating the generator. A possibility is that the lead was "stripped" during the procedure.